Event description:
(B)(4). Approximately 2 months after I got essure I started chronic pelvic pain, lower back pain , abdominal pain, headaches, nausea, and bloating. This has gone on since (B)(6) 2013. I have been in and out of the ER with all my test results coming back normal and no answers to my issues that are still going. On (B)(6) 2015 I ended up getting diagnostic laparoscopic surgery to explore my pain and no answers but one of the essure coils was protruding out of one of my fallopian tubes so my dr took both tubes and coils out and he burned the ends. The pain started getting better after a week and then it got worse again and now I have to get a hysterectomy because of my pain.